Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, an aortic valve replacement was performed and this 19 mm trifecta valve was implanted. On (B)(6) 2017, an echocardiogram showed decreased leaflet mobility due to calcification and stenosis, resulting in cardiogenic shock. The patient was treated with medication (rosuvastatin) as the decreased leaflet mobility was reported to be secondary to hypercholesterolemia. Additional medication included lopressor, hydroflux, and ezetrol. On (B)(6) 2017, the patient was discharged; however, on (B)(6) 2017, a tavr was performed as decreased mobility persisted. A 23 mm tavi evolut r valve (medtronic) was implanted. On (B)(6) 2017, the patient was discharged. (Clinical study patient (B)(6)).